Manufacturer narrative:
H.6. Investigation summary a sample and photo representation was not provided, and additional evidence of original packaging to confirm was not available. A review of the device history record (DHR) could not be performed as the lot was unknown. A non-conforming material report (ncmr) review for the reported lot was performed for the past 12 months and there were no manufacturing or material defects reported that could have caused or contributed to the reported incident. An investigation was performed to review the current manufacturing processes. All material is 100% inspected by the production department. Also, a second inspection is performed based on an aql sampling plan by a quality auditor. It is likely that the damage occurred after distribution and was damaged in transit during shipping or handling. Bd will continue to monitor the complaint for any trends.

Event description:
It was reported that 2 sharps coll 9gal hinge rcra bins were found before use with broken bases, and 6 sharps containers had cracked lids. The following information was provided by the initial reporter: "reported issue: 2 of the bins and 6 of the lids came destroyed/cracked in several places."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 sharps coll 9gal hinge rcra bins were found before use with broken bases, and 6 sharps containers had cracked lids. The following information was provided by the initial reporter: "reported issue: 2 of the bins and 6 of the lids came destroyed/cracked in several places."